Event description:
It was reported that the customer experienced a rewind anomaly. The customer also experienced issues with the piston. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The rewind function operated properly during testing. The insulin pump passed displacement test however, drive support disk was found loose. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.